Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a left common femoral artery (cfa) puncture with a 4.0mm lumen diameter. A 7f medikit sheath was used during the procedure. Two days later, the patient was discharged from the hospital. Approximately one month later, the patient went to the hospital feeling dull in the lower limb. The patient's left ankle-brachial index (abi) was measured at 0.7. Five days later, an angiogram revealed a 90% stenosis and a defect at the puncture site. The patient was discharged from the hospital. Ten days later, the patient underwent surgery at another hospital. The patient has diabetes and angina pectoris. The patient was given heparin (dosage unknown) during pci. Aspirin and clopidogrel (doses unknown) were given before pci. The event date is month specific occurring in late april. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.